Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate; cause was unknown. There was no reported impact to customer's blood glucose. Tandem technical support guided customer through adjusting time on pump.